Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information received, the investigation determined that the reported complaints appear to be related to operational context. There was no leak noted to the balloon during preparation or during the first inflation, which suggests a product quality issue did not contribute to the reported difficulties. It was reported by the account that the bdc interacted with the moderately tortuous and heavily calcified anatomy resulting in the reported difficulty advancing the device and subsequently the balloon became damaged and ruptured during the second inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a heavily calcified and moderately tortuous lesion in the common iliac artery. After a 4x40mm armada 35 balloon dilatation catheter (bdc) was prepared per the instructions for use, it was advanced through resistance and attempted to be used for vessel dilation; however, during the second inflation the balloon was noted to rupture at 10atms. The bdc was removed and replaced with a non-abbott bdc to complete the procedure. There were no adverse patient effects and no clinically significant delay. No additional information was provided.